Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found the instrument's pitch up cable to be broken at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The other cables at the wrist of the instrument were undamaged. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however, the broken cable if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci surgical procedure, it was observed that the cable snapped on the prograsp forceps instrument. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.